Event description:
It was reported that a remote monitoring transmission was sent due to the patient report of left arm pain. A possible high left ventricular threshold was observed. The left ventricular capture management safety margin was unable to be maintain on the day prior to the transmission. The left ventricular thresholds were noted to be historically high and variable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead, (B)(6) 2004; 1388t st. Jude lead, (B)(6) 1999. (B)(4).